Manufacturer narrative:
Device was received with a blank screen, an unresponsive keypad and an overheating anomaly. Failures have been isolated to electrical board. Unable to confirm critical pump error (open book image) alarm due to blank display. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 216 mg/dl. The customer reported that the insulin pump was beeping really loud and there was an icon with a book and took the battery out and put it back in and it was stopped beeping but now it was dead. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.